Event description:
The user reported that he was hit by a hockey puck on the eye-nose area on the left side: the audio processor fell down and after repositioning the samba over the device the sound impression was noisy and remained like this even after changing of processor and new fitting. The user has been re-implanted.

Manufacturer narrative:
Device investigation confirmed a malfunction of the device a crack in the ceramic feedthrough and a loose transducer in the housing. Since the reported deterioration of the sound quality happened immediately after the reported event of trauma, the damage to the implant has very likely been caused by the trauma the problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user reported that he was hit by a hockey puck on the eye-nose area on the left side: the audio processor fell down and after repositioning the samba over the device the sound impression was noisy and remained like this even after changing of processor and new fitting. The user will be seen in about 2 weeks.